Manufacturer narrative:
(B)(4). The service engineer (se) inspected the compressor and found a crack in the outlet filter. Replaced outlet filter. Found that when you bend the compressor solenoid connector wires the solenoid turns on and off. Replaced compressor solenoid. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was received information stating that an 840 ventilator had an inoperable compressor while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.